Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a removal osteosynthesis surgery, it was impossible to unscrew the screws of the plate (screws blocked). The screw heads were destroyed with a drill in order to remove the plate. There was an extension of delay of surgery. Fragments remain in the soft tissue. No clinical consequence in intraoperative. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned product. The received screw was drilled out, head is not present. The relevant dimensions of the locking screws can not be measured as the screw heads were drilled out for removal. Also the locking threads in the plate can not be evaluated due to damage during removal. The examination of the raw-material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability at the time of manufacture. The damage can be contributed to excessive force that was required for removal. Therefore, this complaint has been deemed indeterminate from a manufacturing perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.